Event description:
Ous MDR - it was reported that sensing disturbances occurred. Incorrect detection and delivery of shocks. Suspicion of defect in the high-current circuit. The lead was explanted on (B) (6) 2009, after an implantation time of 43 months. No worsening of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, a fraying of the insulation of the lead body was found about 58 cm distal of the connector pin due, as well as a conductor fracture of the rope conductor to the ring electrode at the same site. These damage manifestations can be regarded as the cause for the clinical complaint. The observed damage manifestation requires an excessive mechanical load of the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. X-ray images or diagnostic images of any other kind, which could provide info about the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of mfg errors or material defects.